Event description:
The customer reported that she noticed some air bubbles in her reservoir. Customer stated had run a 5 units prime advised to hold her insulin pump and the tubing while the prime was processing. After priming, customer stated there was no air bubbles anymore. Customer's blood glucose was 154 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.